Event description:
It was reported by the nurse manager that a caregiver pinched their finger in the two stage IV pole. It was reported that the IV pole was not staying in a raised position and fell onto the caregiver's fingers. It was reported that as a result of the pinch, a caregiver received a blood blister that was treated with a band aid. No additional medical intervention was required. Manufacturer's investigation is ongoing. If additional information is received a follow-up report may be issued.